Manufacturer narrative:
The employee sought medical treatment for the reported injury and returned to normal work duties. The customer reported that the system 1e's cycle printouts indicated that the cycle had passed however a chemical indicator did not pass. There was no indication that insufficient sterilant was used during the processing cycle. The scope within the unit was reprocessed before use in a patient procedure. A steris field service technician arrived onsite, inspected the system 1e, and was unable to identify any issues with the unit. No repairs were performed and the unit was confirmed operating according to specification. No additional issues have been reported. The technician also inspected the aspirator assembly and no issues were noted. Section 1 of the operator manual for the system 1e states, "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." Steris will offer in-service training to the user facility on wearing proper ppe while operating the system 1e.

Event description:
The user facility reported an employee sustained a burn while removing the s40 cup after a completed system 1e processing cycle. It is unknown if the employee subject of the reported event was wearing proper ppe.

Manufacturer narrative:
In-service was performed at the user facility by a steris account manager on june 9, 2016. During the in-service, it was confirmed that the user facility employee subject of the reported event was not wearing proper ppe, specifically gloves, at the time of the initial incident. No additional issues have been reported.